Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to the controller not turning on and high blood glucose (bg) levels reaching 450 mg/dl. The patient was treated with intravenous fluids of insulin and was given potassium tablets. Patient was at the hospital for a few hours until bg levels returned to normal range.

Manufacturer narrative:
A battery pin was observed to be damaged. This damage caused intermittent electrical discontinuities between the pdm and battery during the investigation. This damage can be attributed to the device's reported inability to power on.